Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. The patient effects of occlusion, hemorrhage, hematoma are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event corrected from 8/27/2024 to 9/5/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral angiography interventional procedure using a 4f, 5f and 7f sheaths. Reportedly, the proglide device was deployed, and the knot advanced and tighten as intended and the procedure was completed, and the patient was discharged. On (B)(6) 2024 the patient was then admitted to the ER with hematoma and bleeding and vomiting at the access site. The access site was oozing (bleeding) was due vomiting and the abdominal pressure. It was then noted that the vessel was sutured shut, a backwall stitch occurred when the proglide suture was placed. Balloon angioplasty was performed to reopen the vessel. Hemostasis was achieved via manual compression after the balloon angioplasty. Patient received at least 1 unit of prbc's. Medication was administered to treat the vomiting and bleeding. Dr. ( B)(6) attributed the shutdown of the common femoral to the perclose but said "it's hard to say." If the proglide is related to the bleed. There was a reported adverse event and clinically significant delay in the procedure or therapy as the patient was readmitted to the hospital and underwent and additional procedure. No additional information was provided.